Event description:
It was reported that a pending alarm was occurring. A pump replacement had just occurred and telemetry indicated a motor stall occurred along with a tube set alarm. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10832r46, implanted: 2001-(B)(6), product type catheter. (B)(6).